Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("menorrhagia/excessive and heavy menses"), genital haemorrhage ("heavy bleeding") and major depression ("depression/ major depression") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included hypertension, joint pain and fibromyalgia. Concomitant products included amlodipine, baclofen, duloxetine hydrochloride (cymbalta), lisinopril and oxycocet (percocet). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), major depression (seriousness criterion medically significant), neuralgia ("nerve pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), eczema ("eczema"), migraine ("migraines"), headache ("headaches"), anaemia ("anemia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterus pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6) 2017 underwent a hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2017 at the time of the report, the pelvic pain, genital haemorrhage, neuralgia, abdominal pain, back pain and abdominal pain lower had resolved and the menorrhagia, major depression, vaginal haemorrhage, female sexual dysfunction, eczema, migraine, headache, anaemia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, irritable bowel syndrome, vulvovaginal pain and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, major depression, menorrhagia, migraine, nausea, neuralgia, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient continued to experience these symptoms until on or about (B)(6) 2017 when she underwent a hysterectomy for relieve from these essure related symptoms. She was prescribed mirena iud for heavy bleeding. This did not alleviate the heavy bleeding. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events vaginal bleeding,abdominal pain, diarrhea. Most recent follow-up information incorporated above includes: on 24-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), major depression, eczema, migraines / headaches, anemia, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, ibs type symptoms were added. On 1-aug-2018: coding request. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuralgia ("nerve pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient a hysterectomy on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, neuralgia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, genital haemorrhage, neuralgia and pelvic pain to be related to essure. The reporter commented: patient continued to experience these symptoms until on or about (B)(6) 2017 when she underwent a hysterectomy for relieve from these essure related symptoms. She was prescribed mirena iud for heavy bleeding. This did not alleviate the heavy bleeding. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.